Event description:
Customer reported potential false negative urine hcg pregnancy test results. A (B)(6) female pt collected a urine sample in mid afternoon. She came to the clinic knowing that she was pregnant using a home pregnancy test (brand unk). By ultrasound, she was (B)(6) pregnant. A quantitative test was performed; results were still pending at time complaint was called in. Caller reported that the test line was very faint at 5 minutes. The test was repeated using a different lot with same results. Caller stated that pt was healthy with no clinical symptoms or medications. Last menstrual period unk.

Manufacturer narrative:
Control: 25 miu/ml hcg urine control lot: hcg100113-01; 100 miu/ml hcg urine control lot: hcg090521-01; 290.0 iu/ml hcg urine control lot: hcg100414-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N = 5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 290.0 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established. Customer product will be tested if it is returned.